Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was not receiving stimulation. The physician believed that the lead was fractured. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was not receiving stimulation. The physician believed that the lead was fractured. The patient will undergo a revision procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not receiving stimulation. The physician believed that the lead was fractured. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was not receiving stimulation. The physician believed that the lead was fractured. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that some contacts on the patient's lead had high impedances.